Event description:
During an open bowel procedure the mcl20 was fired and the jaws would not open. A second mcl20 was pulled and had the same problem. The third mcl20 with a different lot number was used to complete the case. There was no consequence to the pt.